Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Rned

Event description:
It was reported that multiple occlusion alarms occurred; cause was unknown. Additionally, it was reported that a cartridge did not fit onto the pump. The customer's blood glucose ranged from 145 mg/dl - 160 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.